Event description:
The customer reports that insulin pump in chipping off pieces from where reservoir is inserted. According to the customer, normal wear and tear is how physical damage to insulin pump occurred. The product is being replaced. No blood glucose level reported. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked display window corner and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.